Event description:
The lay user/patient called lifescan (lfs) on may 21, 2008 and alleged that one touch ultra meter was powering off during use. The medical affairs specialist listened to the recorded call, as the pt could not be contacted by phone to obtain the add'l info. The pt mentioned that couple of years ago, the reported meter was working sometimes and was not working sometimes and therefore, she stopped using it. She has not been testing her blood sugar for a while. She had recently reported getting shaky and therefore, her doctor asked to test her blood sugar twice daily. Therefore, she attempted to use the reported meter about two days before she called lfs, but could not do so due to the reported issue. She is currently taking metformin 1000 mg daily. The pt reportedly felt shaky and dizzy sometime after the issue. She mentioned that she was unaware whether her blood sugar was low or high at the time of concern. She denied receiving medical intervention due to the reported issue and she was not tested on another device at the time of concern. The customer service agent (csa) discovered that the pt had not replaced the battery according to the owner's manual. The csa also verified that there was no misuse of the product and the meter was not downloaded prior to the test. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged of being unable to test her blood sugar due to the reported issue and later, complained of shakiness, which may be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.